Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "breast implant illness symptoms, bilateral sharp shooting pains around nipples, joint pain in hands and wrist, dry eyes, vision changes, abdominal bloating, fatigue, and anxiety." The device was explanted.